Event description:
It was reported that resident bed frame patient right side siderail was not latching in place. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Baxter technician determined that the spring and shoulder screw needed to be replaced. Per the baxter service manual, it is necessary for the resident ltc bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Inspect for proper up, down, and storage operation for the siderail, as well as the locking latch for proper operation. Lubricate the mechanism. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Baxter technical support provided the account the part numbers of the siderail mechanism that needs to be replaced to resolve the issue and contacted the account two additional times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required.